Manufacturer narrative:
(B)(4). The customer returned one actual sample along with an unknown syringe in a biohazard bag. The sample was visually inspected and the reported condition was not confirmed. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to a baxter sales representative of a micro volume extension set that is broke at an unknown connector. It is unknown when this reported condition occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.